Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed since the part and lot numbers were not reported. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based, on the reported information, the bmw buddy wire was not retracted prior to stent deployment causing the wire to become trapped in the vessel. Manipulation against resistance during retraction likely resulted in the guide wire tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery. A balance middleweight (bmw) guide wire crossed the lesion and an unspecified stent delivery system (sds) was advanced; however, failed to cross the lesion due to the calcium. There was no reported resistance with the bmw guide wire. The sds was removed and a second, unknown, bmw guide wire was advanced with no reported issues to the lesion as a buddy wire. The sds was readvanced over the first bmw and crossed the lesion. The stent of the sds was deployed; however, the buddy bmw guide wire was not retracted out of the way and was trapped to the side of the vessel. Resistance on removal of the buddy bmw guide wire was noted and the radiopaque portion of the bmw floppy tip separated. An additional stent was deployed to trap the proximal end of the separated tip to the vessel wall. The patient was reported to be doing well post procedure and there was no reported clinically significant delay. No additional information was provided.